Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system error, insulin pump got wet and had a blank screen. The customer¿s blood glucose level was 230 mg/dl. The customer was advised to revert to back up plan. The customer declined troubleshooting for error. The insulin pump will not be returned for analysis and the other insulin pump will be returned for analysis.